Event description:
It was reported that the patient¿s pump was giving her problems. The pump would give the doctor back the medicine instead of giving it to the patient. The patient¿s last refill was on (B)(6) 2012 and at that time it was noted that the patient only had a few months left on the pump. On (B)(6) 2012, the pump started to sound a non-critical alarm ¿every two to four hours.¿ the patient was not feeling any kind of withdrawal symptoms, but reported as being ¿exhausted.¿ the drugs in the pump were clonidine, baclofen, dilaudid, and marcaine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, lot# j10956r35, implanted: (B)(6) 2002, product type: catheter. (B)(4).